Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and bra roll on (B)(6) 2018 using cooladvantage coolcurve+ contour and to the upper/middle/lower abdomen on (B)(6) 2018 using cooladvantage coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph in the flanks and abdomen on (B)(6) 2019 and again diagnosed with ph in the abdomen, bra roll, and flanks on (B)(6) 2019. Ph was described as first as soft, then as mildly to moderately firmer than surrounding tissue in lower abdomen, bra roll, & flanks.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and bra roll on (B)(6) 2018 using cooladvantage coolcurve+ contour and to the upper/middle/lower abdomen on (B)(6) 2018 using cooladvantage coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph in the flanks and abdomen on (B)(6) 2019 and again diagnosed with ph in the abdomen, bra roll, and flanks on (B)(6) 2019. Ph was described as first as soft, then as mildly to moderately firmer than surrounding tissue in lower abdomen, bra roll, & flanks.